Manufacturer narrative:
Information was received via the (B)(6) study that during delivery of the 37mm enterprise vrd ((B)(4)) it became stuck near the proximal marker of the prowler select plus microcatheter ((B)(4)). Because the devices were stuck and could not be moved, they were removed from the patient. Another enterprise (catalog/lot # unknown) was delivered again with the same microcatheter, however the same thing occurred. Then, another attempt was made using the new microcatheter (catalog/lot # unknown), and the second enterprise was successfully placed in the target position. The procedure was completed successfully without any adverse event or neurological symptoms. It is not known if the microcatheter was re-shaped by the user. A constant and dedicated flush was maintained at all times. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the stent was not recaptured. No further procedural or clinical information is available. A non-sterile prowler select plus was received coiled inside of a plastic bag. Bent and compressed sections were found on it. A bend was observed at 110cm from hub. Compressed sections were observed at 4 and 17.2cm from the distal end. The hub was inspected and no anomalies were found. The hub was inspected under microscope and no obstructions or anomalies were noted. An enterprise (cordis - lab sample), was introduced in to the microcatheter and it advance smoothly; however some friction was experienced when it reached the compressed sections; but it could came out of the microcatheter's tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With analysis of the returned microcatheter obstruction of the device was not confirmed. There was however resistance, which with functional testing was due to compressed/bent sections of the microcatheter. If these conditions occurred during procedural use, it likely would have impacted the ability to insert the enterprise through the microcatheter. Prior to insertion of the enterprise the microcatheter would have been advanced over a guidewire in order to position it at the target site; there was no reported resistance during this procedural step. However, it was also reported that no damages were noted on the microcatheter after the event. Therefore, the cause of the event reported by the customer cannot be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported or the compressed section found on the microcatheter is related to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. Procedural factors appear to be contributed in the event reported and the damages found; therefore no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00314 & 1058196-2010-00315.

Manufacturer narrative:
A non-sterile prowler select plus was received coiled inside of a plastic bag. Bend and compressed section were found on it. Hub was inspected and no anomalies were found. Hub was inspected under microscope and no obstructions or anomalies were noted. An enterprise (cordis - lab sample), was introduced in to the microcatheter and it advance smoothly; however some friction was experienced when it reach to the compressed sections but it could came out of the microcatheter's tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as catheter- obstructed was not confirmed during the analysis. The cause of the failure experienced by the costumer was due to the compressed sections found in the microcatheter. The cause of the compressed sections could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported or the compressed section found on the microcatheter could be related to the manufacturing process; additionally inspections are in place that prevents these kind of damages leaving from the facility. Procedural factors appear to be contributed in the event reported and the damages found; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from a clinical study, which is (B)(4). The procedure was coil embolization for the aneurysm in (va-pica) vertebral artery-posterior inferior cerebellar artery that was not calcified and moderately tortuous. During delivery, the enterprise system (enc453712) was stuck near the proximal marker of the microcatheter (606-s255x). As the devices were stuck and could not be moved, they were removed from the patient. Another enterprise (catalog/lot # unknown) was delivered again with the same microcatheter, however the same thing occurred. Then, another attempt was made using the new microcatheter (catalog/lot # unknown), and the second enterprise was successfully placed in the target position. The procedure was completed successfully without any adverse event or neurological symptoms. A constant and dedicated flush was maintained at all times. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the stent was not recapture. No further information was available.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00314 and 1058196-2010-00315. Additional information will be submitted within 30 days upon receipt.